Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficulty removing a guidewire is confirmed and was determined to be use related. One 0.018 nitinol guidewire in its hoop and one non-bas device that appears to be a 22 g IV were returned for evaluation. An initial visual observation showed blood residue on the samples. The proximal end of the coiled wire was observed to be damaged, and the distal portion of the coiled wire section of the guidewire was observed to be slightly curved. The distal tip of the non-bas IV appears to be damaged. The core wire did not appear to be broken during tactile evaluation. A microscopic observation revealed about 5 or 6 coils at the proximal end of the coiled wire were unraveled and detached from the guidewire. The distal tip of the non-bas IV was observed to be crumpled. A relatively straight gouge was observed at the proximal end of the coiled wire in the coating of the guidewire and was observed to be perpendicular to the grooves of the unraveled and detached coils. The damage observed on the returned guidewire was most-likely caused by the non-bas 22 g introducer needle that the event description states was used instead of the 21 g echogenic introducer needle provided in the kit. A lot history review (lhr) of rebn0369 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire failed to remove after inserting of it through the introducer needle of the other another manufacturer. No patient injury reported.